Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a migrated stylet was confirmed and was a user related event. The product returned for evaluation was a twist-wire stiffening stylet similar to those included in 4fr groshong nxt clearvue catheter kits. A sharp kink in the wire was seen near the proximal end of the wire. Usage residue was seen throughout the sample. The grip tab was not returned with the sample and the proximal terminating end of the wire was tightly bound together. Microscopic examination of the proximal end of the wire found evidence of material shearing, plastic deformation of the wire material, and a highly localized fracture region. These features are consistent with the complainant facility statement that the stylet had been accidentally cut. Product literature was reviewed as part of this complaint and it was found that a hang tag warning, as well as warning in the product IFU, advised the user to not cut the stylet. This was determined to be a user technique issue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6), 2013, the catheter was placed in a patient with pharynx cancer via the left basilic vein under ultrasonic guidance. It was reportedly removed about one week later. On (B)(6), 2015, the stylet was allegedly found to remain from the chest vein to the inferior vena cava. There has been no injury to the patient.